Manufacturer narrative:
Concomitant medical products: 690r30 valve ring, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room experiencing palpitations. It was noted that the right atrial (ra) lead showed intermittent under-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.